Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation selection: it was reported that on (B)(6) 2019, a three (3) stardrive screwdrivers and a threaded drill guide were stripped and damaged and no longer useful while the surgeon was performing metacarpal fractures. The drivers were probably torqued to hard causing them to break. It is unknown if there was a surgical delay. Procedure outcome and patient status were unknown. This complaint involves four (4) devices. Investigation flow: damage. Visual inspection: the returned device was examined and was found the distal tip was found to be stripped. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Dimensional inspection: no product design issues or discrepancies were observed during this investigation. Conclusion: a definitive root cause for the tip twisting could not be determined based on the provided information. It is most likely that excessive force during screw insertion occurred and it can be assumed that a mechanical overload led to the deformation of the screwdriver tip. In this relation of the variable angle locking hand system surgical technique guide can be mentioned: "when inserting screws, use a two-finger tightening technique." The reported complaint condition is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part/lot combination are unknown at synthes gmbh, no DHR review possible. Within our sap system, lot#9923513 is associated to article 02.130.118. R. Finelli / 23. May 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a three (3) stardrive screwdrivers and a threaded drill guide were stripped and damaged and no longer useful while the surgeon was performing metacarpal fractures. The drivers were probably torqued to hard causing them to break. It is unknown if there was a surgical delay. Procedure outcome and patient status were unknown. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 3 for (B)(4).